Event description:
Four issues: tubing punctures in fluid disposal assembly. Stopcock failure during usage (at male rotating luer connector). Fluid leakage at y-connector of fluid disposal assembly (adjacent to I/v spike). Bonding of dual check valve to tubing (waste bags). These issues causing potential leakage of biohazardous materials during use.

Manufacturer narrative:
Corrective actions: tubing punctures in fluid disposal assembly - this flush disposal assembly was re-configured using (2ea) separate extruded 72" tube. This configuration change removed the potential of inadvertent tubing puncture. Stopcock failure during usage (at male rotating luer connector) - our operations manufacturing work cell assembles these device types on a daily basis. Each employee interacting with work cell has been retrained to ensure that his defect potential is mitigated. Additionally, this corrective action will be reinforced with quality control personnel and device inspectors. Complaint trending data on this type of occurrence was reviewed and found that percent defective back to (B)(6) 2007 is 0.0001%. This occurrence is the only reported incident out of over 800,000 from the stopcock family of devices. Fluid leakage at y-connector of fluid disposal assembly (adjacent to I/v spike) - this fluid disposal assembly was re-configured using (2ea) separate extruded 72" tube. This configuration change removed the potential of inadvertent tubing puncture which could lead to a weakened tube at y-connector junction. Bonding of dual check valve to tubing (waste bags) - the specifications have been revised to clarify the correct bonding locations and techniques. In addition to the specification revision, each employee interacting with work cell has been retrained to ensure that his defect potential is mitigated. Additional lot #: 99750242. Additional expiration date: 12/2011, 01/2012. Additional device manufacture date: 07/2010.